Event description:
It was reported that the patient experienced a shocking sensation from their implantable neurostimulator (ins). Specifically, the device shocked their legs and it shocked their ¿nerves¿. The patient now did not turn the device on when they went to work. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a zap/shock had occurred when he bent over and picked up a mat at the patient¿s workplace. The patient was redirected to their healthcare provider (hcp). No additional follow-up was required as this was a further description of the event of which follow-up was already performed for. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n340083, implanted: (B)(6) 2012, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).